Manufacturer narrative:
A steris service technician inspected the big blue filter housing and observed a crack on the inside of the housing. The technician replaced the housing assembly, ran a diagnostic and processing cycle and confirmed the unit to be operating properly. No additional issues with the big blue filter housing have been reported.

Event description:
The user facility reported that water was leaking from the system 1e's big blue filter housing. No report of injury.